Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported that "something is wrong" with their pacemaker. The patient also had questions regarding the device rate response and whether or not it can turn on all by itself if it is programmed off. The patient was referred to their physician. The device remains in use. No patient complications have been reported as a result of this event.